Event description:
During a stapler hemorrhoidectomy the device was fired but mucosa from 11 o'clock to 1 o'clock was not cut by the circular knife. The washer remained at the anvil head partial cut. The surgeon had to remove mucosa with electrocautery and suture to close the incision. The case was completed with a same like device with no patient consequence.